Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue replaced power reel cord assembly. The repair performed concurrent with pm. The unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) was missing the ground pin on the power plug. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) was missing the ground pin on the power plug. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: b3, g4 date from initial emdr. Upon complaint tw#(B)(6) closure review conducted on (B)(6) 2020, it was identified that the service report #(B)(6) provided on (B)(6) 2020 through an integration update, had the original aware date of (B)(6) 2020 instead of (B)(6) 2020 as initially communicated by the complaint originator. This follow up report is to correct and to provide the new aware date as stated above.